Event description:
Customer reported that a female pt sustained a 7cm x 7cm skin tear to the right thigh following an incision and drainage of the right knee. The skin tear was treated with a xeroform dressing.

Manufacturer narrative:
No catalog or lot number was provided for this event. An ioban incise drape was used on pt. Without lot number and expiration date the manufacture date cannot be determined. The initial reporter was 3m rep (B)(6). The complaint was initiated by (B)(6) (3m distributor) who reported the incident and requested follow-up with (B)(6). The (B)(4) contacts included (B)(4) (materials management) and (B)(4) (rn, bhca). A letter with details of the event was provided by (B)(6) and a (B)(6) (rn), both are with (B)(6). Detail info concerning the event was received september 6, 2013 by 3m. There were three events reported in the letter. 3m did visit the hospital as a follow-up.